Event description:
Customer reported receiving inaccurate readings from his freestyle blood glucose meter and changed his medication accordingly. The customer reported experiencing symptoms of dizziness, headaches and loss of consciousness. The paramedics were called in and the customer was taken to the ER. Customer reported he was treated with glucose tablets, insulin, soda, orange juice, candy and food. An investigation into the details of this event is in process.

Manufacturer narrative:
Internal identifier(s): customer's meter has been returned and during prod testing no reading issues were observed. All results were within range spec and no errors was observed during control solution testing.